Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The front panel was damaged as well as the CPAP and peep knobs. The device is covered in tape around the case. The input manifold was loose on the bottom chassis. During the evaluation of the device, the device was found to cycle as intended however this could be an intermittent. The input manifold assembly was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator was not cycling and was not working. The issue was found during testing. There was no patient involved. There were no reported adverse events.